Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by a zoll field representative at the customer site. The customer's report was duplicated and attributed to a faulty multi-function cable (mfc). The device passed functional testing and was returned to service. Analysis of reports of this type has not identified an increase in trend.